Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 01-nov-2021. Investigation summary: material #: 367986. Lot/batch #: 0329777, 1176688, 1041711, 1176690, 1144785. Bd received 8 samples and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, customer samples were evaluated along with retention samples of the incident lot selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Testing was performed on retained tubes due to inadequate number of customer samples for clinical evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "we are witnessing gel separator not separating properly."

Manufacturer narrative:
An additional lot number was provided. The information for this lot number is as follows: d.4. Medical device lot #: 1144785. D.4. Medical device expiration date: 2022-05-31. H.4. Device manufacture date: 2021-05-21.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "we are witnessing gel separator not separating properly."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "we are witnessing gel separator not separating properly."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0329777 medical device expiration date: 2021-11-30 device manufacture date: 2020-11-24. Medical device lot #: 1176688 medical device expiration date: 2022-06-30 device manufacture date: 2021-06-25. Medical device lot #: 1041711 medical device expiration date: 2022-02-28 device manufacture date: 2021-02-10. Medical device lot #: 1176690 medical device expiration date: 2021-11-30 device manufacture date: 2020-11-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.